Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received no delivery alarms and has high blood glucose level. Current blood glucose value was 155 mg/dl. After troubleshooting, the pump alarm went off just during basal. The no delivery alarms did not show on display screen. Attempted to troubleshoot with customer regarding no delivery alarms, but she did not have enough insulin and/ or infusion sets/ reservoirs to perform the necessary tests for troubleshooting of no delivery alarms. Customer stated that she her pump is not functioning properly after troubleshooting. Customer states they have treated. Customer states they are not able to upload to care link at this time. Customer tested 8 times a day and a1c has been high. Customer wants a box of reservoirs from having to change set everyday due to malfunctioning pump. Customer does not want the recertified replacement pumps says she's highly allergic. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners, display widow, reservoir tube lip, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.